Event description:
It was reported that during a pt CT-guided lung biopsy procedure using a lightspeed CT scanner, customer had to switch from smart-step mode to biopsy mode due to inability to make interactive exposure in smart-step mode. The needle was stable and there was no re-insertion of the needle, and there was no need to repeat the procedure as the procedure was completed successfully. The hcp added that per hospital's standard procedure that when a biopsy of the chest is completed, the pt is taken to have a chest x-ray performed. It was at that time that the hcp realized that the pt developed pneumothorax and the pt was brought back to the scanner and a chest tube was placed.

Manufacturer narrative:
Ge healthcare's investigation is complete, it was confirmed that the interactive scan actuation communication was lost on (B)(6) 2012, which prevented scanning in smart-step mode and prompted customer to switch to biopsy mode. The study was successfully completed in biopsy mode. Interactive exposure in smart step mode was prevented due to interactive scan actuation control switch (pedal). It was confirmed by the hcp and by the ge healthcare CT medical director in review of this issue that inactive scan actuation control in smart-step mode did not cause the pneumothorax or contribute to the pneumothorax. The interactive scan actuation control switch (pedal) was replaced on (B)(4) 2012. No further actions are planned at this time.